Manufacturer narrative:
(B)(4). Product quality investigation on 08 august 2019 (issue ID (B)(4)): no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint reason: unsubstantiated.

Event description:
The cream stocked with food and choked him [choking]. Swallowed cream gets loaded up in stomach [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant) and accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the choking and accidental device ingestion were unknown. It was unknown if the reporter considered the choking and accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer tended to swallow the cream and not sure if it was due to the cream melting down or the cream coming out as the denture was moving. The cream used in the morning was gone already when removing the denture at night, so he was assuming he swallowed the cream all. The cream stocked with food and chocks him, however he was not sure if the cream went into the throat. So, he had to take it out twice when having endoscopy. A clump of the cream with food went into throat. Especially eating meats chocked him. He had not checked what was stacked in the throat with a doctor. Just his thoughts. What could possibly happen if swallowed cream got loaded up in stomach. There was no abdomen pain. Follow up information was received from the quality assurance department on 08 aug 2019: quality assurance analysis revealed the complaint to be unsubstantiated.